Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had large air bubbles on reservoir near o-ring. Customer¿s blood glucose was 200 mg/dl. Customer states that reservoir plunger was not available. Customer declined troubleshoot for high blood glucose. Insulin pump will not be return for analysis.